Event description:
Caller reported aviva blood glucose results of 370 mg/dl, 125 mg/dl, and 120 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.